Event description:
I was told that I was an ideal candidate for custom wavefront lasik with intralase. After several exams and being told that I was a very limited risk for any complications with the procedure, I decided to undergo lasik to reduce the dependence on corrective lenses. It has been a year and I have had to deal with a varying degree of vision problems. My eyes are dry, itchy, burning, stinging, and do not feel well throughout the day. The vision in my right eye is not acceptable. Simply put, I am not satisfied with the outcome and this has severely impacted my life. I do not know who to turn to and there is nothing I am aware of that will offer relief for the symptoms. I have been to several follow ups with the lasik doctors and other doctors that deal with post lasik complications. The lasik center is clueless and they are almost cult-like in their defense of dealing with the symptoms. I strongly believe this procedure should be illegal and I am at a loss on how to fix the issues caused by this life changing procedure. I wish I could go back and pay 10x the amount of money to not have done this. I do not wish this on anyone. I am an ideal candidate, a healthy (B)(6) male with no issues of any illness or any vision problems, has such an outcome, this should not be allowed to continue. Please if you have any decency for the quality of human life, you cannot allow something to continue. Either the screening process needs to be better, marketing needs to be regulated and risks/disclaimers be explained better to help address this serious public health crisis. God bless.